Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 317 mg/dl, 126 mg/dl, and 129 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporer stated at a different time, other comparative tests of 199 mg/dl, 261 mg/dl, 152 mg/dl, 399 mg/dl and 163 mg/dl were obtained within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.